Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in a yellow biohazard bog. Provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. Not all components were included in the return (no catheters were returned). The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was not present on the outside of the device or in the tray. The device was tested as returned and did not spray as intended. The co2 cartridge audibly discharged upon deactivation and was fully punctured. The foam insert was present inside the handle and oriented correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When tested with a new co2 cartridge and activation knob, the device did not spray. The handle was disassembled, and the tubes were disconnected for removal of any powder. An accumulation of powder was present in the front tube connecting the on/off valve to the powder chamber and the back tube connecting the powder chamber to the low-pressure valve. The powder from both tubes was evaluated with a phenolphthalein testing kit and determined that the front tube contained blood however, the back tube did not. Powder was not present inside the powder chamber center cannula. A visual inspection of the smaller cannula shining light through the bottom of the powder chamber showed it to be clear. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was an internal clog within the device. The cause of the internal clog is unknown however, the powder within the front tube was positive for the presence of blood. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. This limits our ability to conclusively determine a cause. The customer responses indicated that the user did not place their thumb over the red catheter hub during catheter advancement. The IFU states "to limit fluid entering the working channel of the catheter, temporarily occlude the proximal end of the catheter by placing a thumb over the red catheter hub, while advancing the catheter down the accessory channel." Failure to occlude the catheter can lead to clogging of the catheter and internal components. A corrective action was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user did not place their thumb over the red catheter hub during catheter advancement, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a colonoscopy procedure, the physician used a cook hemospray endoscopic hemostat. It was reported that the hemospray would not spray. A different hemospray device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.